Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to another device (accu-chek). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2017 at 4:00 pm when she obtained an alleged inaccurate high blood glucose reading of ¿170 mg/dl¿ with the subject meter. At the time of the alleged issue, the patient reportedly felt ¿dizzy.¿ the patient informed the csr that she manages her diabetes with a combination of oral medication (metformin) and insulin (humulin 500). The patient claimed that in response to the elevated result, she took an increased dose of insulin (amount not reported) and 30 minutes later became ¿confused, disorientated, unable to walk and was shaking.¿ the emergency medical services (ems) were reportedly contacted for assistance and a result of ¿20 mg/dl¿ was obtained on the ems device (accu-chek) on their arrival. The tests were performed within 30 minutes of each other. Between the tests there was intervention that would be expected to change the blood glucose therefore does not meet the lifescan¿s criteria for a valid comparison. The patient was reportedly treated by ems with glucose gel and a glucagon shot before being transported to hospital. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.